Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in the patient being paced every other beat. Because the ICD was sensing vt every other beat, detection criteria was not met and no shock therapy was delivered for the patients vt of 150.